Manufacturer narrative:
The reported events of "blebitis / endophthalmitis/ vitritis strep godonii ( in the mouth)" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. Device labeling: warnings the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported "blebitis / endophthalmitis/ vitritis strep godonii ( in the mouth)" and 'suspects patient may have been rubbing the eye." Operation "vitectomy" has been scheduled. Affected eye unknown. The device remains implanted at this time.

Event description:
Additional information reported the protrusion of the distal end of the xen®45 gts through the conjunctiva. Vision was hand movements (hm) and iop 33 mmhg. The culture was positive for streptococcus gordonii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of erosion and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to device.: serial number (B)(4), lot number 61580. The event of vision loss is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information confirmed the vitectomy was performed. Healthcare professional further reported there may be a need to remove the silicone oil from the vitreous cavity. The device was explanted at the initial surgery. The event has resolved and the eye is safe and comfortable. The infection caused poor vision but vision is predicted to improve with silicone oil in the vitreous cavity. Affected eye was right eye.